Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the white-luered extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. The location of the damage and the event description suggested that the catheter may have come into contact with a sharp instrument during removal of the existing dressing during a dressing change procedure. The product IFU states ¿avoid accidental device contact with sharp instruments¿. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the dressing was changed, the catheter damage was found on the distal part of the extension tube. There was no reported patient injury. (B)(6) 2019 - returned sample showed evidence of a cut in the extension tube.